Manufacturer narrative:
The lot number was provided for the malfunction, therefore a lot history review was performed. The device was not returned and no medical records were provided, therefore the investigation is inconclusive for the reported removal and tilt issues. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter experienced removal difficulties and tilt. The information was received from a single source. A patient was involved with no reported patient injury. Patient age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter experienced removal difficulties and tilt. The information was received from a single source. A patient was involved with no reported patient injury. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and reported under emdr 2020394-2021-80154. H10: the lot number was provided for the malfunction, therefore a lot history review was performed. The device was not returned and no medical records were provided, therefore the investigation is inconclusive for the reported removal and tilt issues. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.